Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver lost an hour of time on (B)(6) 2015. Patient did not report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Visual inspection confirmed receiver was in good condition. Global receiver functional testing was performed and resulted in no failures related to the customer complaint. A review of the receiver data log confirmed hardware and battery failure. The customer complaint was confirmed. The root cause could not be determined. This complaint was deemed reportable upon completion of device evaluation on (B)(6) 2015.